Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose readings of 157 mg/dl on her blood glucose meter and a reading of 41 mg/dl on another of her meters. The difference in these values is considered clinically significant. Both meters will be returned for evaluation.